Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation was not possible, as the required lot number was not provided. The information received, will be retained for trend analysis, post market surveillance, or other events within the quality system. Update: 03-mar-2022.; update: 25 feb 2022, received. Did not have any additional details to be added in investigation. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for disruption of arthrotomy (wound dehiscence). Event is not serious and is considered mild. Event is not related to device and is related to procedure. Date of implantation: (B)(6) 2021, date of event (onset): (B)(6) 2021, (left knee). Treatment: surgical repair of arthrotomy, with no revision of products.